Event description:
This spontaneous case from united states was received on 22-dec-2017 from the patient this case concerns a (B)(6) male patient who initiated treatment with synvisc one and after an unknown latency experienced pain to injected knee and swelling to injected knee, also, device malfunction was identified for the reported lot number. No medical history, concomitant medications and concurrent conditions were reported. Patient has had several synvisc-one shots prior to this. Patient had a prosthetic device in right knee. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once at a dose of 6 ml for osteoarthritis (lot 7rsl021; expiry date: unknown). On (B)(6) 2017, after a latency of 1 day, experienced pain to injected knee and swelling to injected knee for approximately 5 days afterwards which he treated with ice. Corrective treatment: ice for pain to injected knee and swelling to injected knee; not reported for device malfunction outcome: recovered for all events. Seriousness criteria: required important medical event for device malfunction a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment for follow up dated 28-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had pain and swelling to injected knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.